Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle broke while drawing medication. The following information was provided by the initial reporter: material no. 305180, batch no. 8205690. It was reported the needle broke while drawing medication. A complaint was filed for item 305180. Customer stating the needle broke while drawing medication.

Manufacturer narrative:
One (1) sample and one (1) photo were provided by the customer for investigation. The returned sample was visually analyzed using unaided vision and it was found that the needle hub has been broken. The entire needle is missing. The photo provided by the customer shows the needle hub which is broken. A force appears to have been applied to the hub causing the needle hub to break. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ blunt fill needle broke while drawing medication. The following information was provided by the initial reporter: material no. 305180 batch no. 8205690 it was reported the needle broke while drawing medication. A complaint was filed for item 305180. Customer stating the needle broke while drawing medication.